Manufacturer narrative:
Initial reporter facility name truncated due to character limit: (B)(6). A customer alleged discrepant results when testing with the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems, lot g06564 which generated positive results compared to negative results generated on competitor assays. It appears samples were improperly stored between testing. It is suspected that the storage and transport condition may have impacted the quality of the samples generating the retested negative results. Overall, the data is normal and the assay appears to be working as intended with no reason to question the original positive results. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from the (B)(6), alleged result discrepancies when testing with the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems, lot g06564. 3 patient samples generated positive results with the cobas assay but were retested as negative on the liferiver and sensure tests. No information regarding the sample and customer workflow was provided in the case. The affiliate did state that improper transport conditions may have impacted the sample quality. As per the cobas® sars-cov-2 method sheet, samples should be stored at -70c or colder if delivery and processing exceed 48 hours after collection. The samples in the lab that generated the negative were stored at approximately -25c. After the customer changed the storage conditions to -70c, they sent some additional positive samples to the other lab, but this time stored and transported at -70c. The results generated were not negative and were identical to the roche assay. Thus, it is suspected that the storage and transport condition may have impacted the quality of the samples generating the negative results. The data was reviewed and the controls, qs, and curves look normal. Based on CT values, samples 1 and 3 are not indicative of lod samples. Sample 2 may be approaching the lod threshold and potentially may have contributed to the discrepant results, as the affiliate confirmed the roche assay to be the more sensitive assay. Overall, the data is normal and the assay appears to be working as intended with no reason to question the positive results.